Manufacturer narrative:
Remains implanted.

Event description:
It was reported that during the right internal carotid artery-ophthalmic (c6 segment) aneurysm, due to imperfect apposition of the subject flow diverting stent there was slight clotting which was treated by injection of bolus agrasta. The adverse event was resolved. No additional information available.

Manufacturer narrative:
B5 executive summary - updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated.

Event description:
It was reported that during the right internal carotid artery-ophthalmic (c6 segment) aneurysm, due to imperfect apposition of the subject flow diverting stent there was slight clotting which was treated by injection of bolus agrasta. The adverse event was resolved. No additional information available. Update: additional information received on 22-mar-2023 stated that ischemic stroke was reported and magnetic resonance imaging (MRI) revealed micro embolism caracter justifying to continue anti platelet aggregation by brillique. No additional information available.

Manufacturer narrative:
D4 lot # - corrected from 21778462 to 21778462r. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient vessel thrombosis¿ and ¿patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that during the right internal carotid artery-ophthalmic (c6 segment) aneurysm, due to imperfect apposition of the subject flow diverting stent there was slight clotting which was treated by injection of bolus agrasta. The adverse event was resolved. No additional information available. Update: additional information received on 22-mar-2023 stated that ischemic stroke was reported and magnetic resonance imaging (MRI) revealed micro embolism caracter justifying to continue anti platelet aggregation by brillique. No additional information available.